Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).